Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications; the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. A ¿check baseline¿ error was displayed throughout majority of the log files. The ensite contact force module instructions for use (IFU) states ¿baseline operation should be checked regularly and if necessary, reset to zero, especially under the following circumstances: after the first insertion of the catheter into the body; after reinsertion into the patient¿s body after retraction through a sheath; when the message ¿please check baseline¿ displays.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation. The cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atypical left atrial flutter ablation procedure, a cardiac perforation occurred requiring surgery to resolve the issue. A left atrial (la) map was performed, and endocardial radiofrequency ablation was attempted without success in modifying the flutter. The approach was then changed to epicardial access via subxiphoid puncture. During epicardial applications, a right ventricular perforation occurred. The physician reported having made a forceful movement during the epicardial exploration and believes that was the moment the perforation occurred, unrelated to the rf applications. A pericardial tamponade was confirmed via transthoracic echocardiography (tte) and intracardiac echocardiography (ice). Anticoagulation was reversed, and octuplex was administered. Heparin was removed from the irrigation fluids. After the perforation, the patient remained stable. An attempt was made to contain the bleeding using a swan-ganz catheter balloon guided by ice, but it was unsuccessful. The patient became hemodynamically unstable and anesthesia and cardiac surgery were alerted. A sternotomy was performed, revealing a hole in the right ventricular wall which is closed with a suture stitch. After a waiting period, no further bleeding was observed and the patient was extubated the following day, was conscious and oriented with no neurological symptoms.